Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a pinhole at the markerband. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 09-nov-2017. It was reported that crossing difficulties were encountered. The de novo target lesion was located in a coronary artery. A 1.20mm x 8mm emerge¿ balloon catheter was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.